Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the icm exhibited false pause episodes due to undersensing r-waves and chronic undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes. The device is still in use. No patient com plications have been reported as a result of this event.